Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. It was reported that the right atrial (ra) lead exhibit ed undersensing on stored episodes and oversensing. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.